Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, lab: 5.3. Inratio result done about 1 hour and 45 minutes after lab result. Caller states that pt's inr was stable until this summer when it started fluctuating on the meter. Pt is preparing for surgery the week of (B)(6) 2011, and is discontinuing warfarin over the weekend. Pt's surgery (ICD replacement) was postponed because the pt's doctors stated that the pt was bleeding more easily than they would like for surgery.

Manufacturer narrative:
Investigation pending.